Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic assembly/motor. It also had a cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after playing soccer under the rain. Blood glucose value 153 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.